Event description:
Stent mal-positioned in left main resulting in "jailing" of lad. Pt was hemodynamically stable and free from chest pain. Decision was made to send patient for elective CABG. Pt doing well after surgery.